Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 ga x 1 in safestep infusion set with y site was returned for investigation. Use residue was observed on the returned sample. The sample was flushed through the y-site hub with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was activated and water was flushed from the proximal connector. A bead of water observed to leak from the blue valve; therefore, the complaint is confirmed. The IFU states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) of ascps0026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the y site leaked during flushing. No other information was provided.